Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device is suspected to have over delivery of medical fluid. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. The customer stated problem was not duplicated. No device problem was found. The cause of the reported problem could not be determined. A review of the manufacturing DHR and service record for this device found no causes or potential causes of the customer reported failure.